Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that an ipg replacement was performed due to battery depletion. The previously implanted 3095 was removed and the lead was connected directly to the new ipg. When inserting the lead into the header of the ipg, a defective insulation below contact 0 and between contacts 2 and 3 was noticed. After inserting the lead to the ipg, the setscrew could not be fastened, because the lead connector area was longer than normal due to broken insulation and stretched lead. After pushing a little stronger, all contacts were in place correctly and the setscrew could be fastened. All impedances were >4000 ohms, only c-0 was in normal range. Adequate motor response with 0.6 v could be entered with configuration case-0. Hcp decided to keep lead implanted and determine therapy outcome.